Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface pcb, kv control pcb and collimator were replaced. Replaced fiber optics cable between tgi and motron. Also replaced generator main contactor coil. Reloaded ws software, cleared and reloaded cal files and performed calibration. The system performs as intended and was returned to service.

Event description:
A communication failure error message was reported, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.